Event description:
Champion af study with patient identifier (B)(6). It was reported that a transient ischemic attack and pontine stroke occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) with a deployed device diameter of 21mm. The patient was discharged on apixaban (10 mg /day) and aspirin (81 mg /day). In (B)(6) 2023, the patient presented to the emergency department with left-sided weakness, numbness, and aphasia. Computed tomography (CT) angiogram revealed no large vessel occlusion, no flow limiting stenosis, no aneurysm, no dissection, and no significant carotid artery stenosis. The patient was diagnosed with a transient ischemic attack (tia). At the time of event the patient was on aspirin. The patient was instructed to begin dual antiplatelet therapy with aspirin and clopidogrel and discharged from the hospital. One (1) day post discharge, magnetic resonance imaging (MRI) revealed chronic white matter change and generalized volume loss. Transthoracic echocardiogram (tte) identified concentric hypertrophy in the left ventricle, middle left ventricular diastolic dysfunction, and a mildly enlarged ascending aorta. The patient was discharged on aspiring (81mg/day) and was instructed to undergo a neurology follow-up examination. In (B)(6) 2023, during a follow-up examination, the patient presented with slurred speech, left sided weakness, numbness, and mid left facial droop and was admitted to the hospital. Head CT identified chronic small vessel disease without any acute intracranial abnormality. MRI revealed a subacute infarct in the right inferior pons. 300mg of clopidogrel was administered. Electrocardiogram (EKG) revealed normal sinus rhythm with incomplete right bundle branch block. During a neurological examination the patient exhibited alert and oriented mental status and left sided hemiparesis. The patient was instructed to begin dual antiplatelet therapy with aspirin (81mg/day) and clopidogrel (75mg/day) and was discharged.